Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing infusion set and cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.